Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed and found stored atrial and ventricular episodes in the configured collection period. Anti-tachycardia pacing (atp) and shocks were delivered also in the collection period. Ts stated the rhythm appears to be atrial or sinus drive. Possible rapid ventricular response (rvr) due to atrial arrythmia. It was noted that therapy may have been inappropriate. Additionally, there was a stored pacemaker mediated tachycardia (pmt) episode which appeared to be pacemaker driven and ended with algorithm appropriately. Ts noted that the device appears to be functioning as programmed. At this time, the device remains in service. No adverse patient effects were reported.